Event description:
An another country hemodialysis user facility has reported that one hour into the treatment, the rn detected a blood spill coming from the top of the venous chamber. Once detected, upon closer inspection by the facility, it was found that the cap of the venous chamber was loose. The entire cap was not loose, but that the cap was separating. The cap did not come off entirely and there was no danger of air coming thru according the rn. The rn did report that no air entered this access. The pt did have an approximate blood loss of between 500 ml to 700 ml. It was also reported this pt is stable and did not require any medical intervention as a result of this incident. Both a sample and companion sample are available for evaluation.